Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Clinician reported noise on the atrial channel in recordings transmitted to home monitoring, appears to be external. Lead and patient history to be evaluated further. Lead remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.